Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported a warning appeared to relieve the pressure on the blade, and it stopped working. Upon removal and inspection, the tip was found to be broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. Surgeon was dissecting when the issue occurred. The instrument did not collide with any other instrument or tool during procedure. No fragments fell into the patient, the tip broke while cleaning it outside the patient's body. The instrument is available to isi for analysis. No photos or videos are available for review. A piece was completely detached from the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.428" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint regarding a broken tip was confirmed by failure analysis. Common causes of broken instrument blades from damage during use while the instrument is activated.